Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted; one in the lcma and another in the rca. It was reported patient suffered spasm after stent deployment which was treated with medication.